Manufacturer narrative:
Findings: unable to verify manufacture mode due to steady white display. Pump was received with steady white display with lines on display due to cracked and bleeding on lcd glass. No cosmetic damage on case noted. Unable to confirm missing segments due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing partial display on insulin pump. Customer reported that there are lines going through the screen. Customer's blood glucose was 270 mg/dl. Insulin pump was dropped. The customer was assisted with performing a self-test and found a black spot in the top left corner of the display. Customer was advised that insulin pump would need to be replaced. The insulin pump is being returned for analysis.